Manufacturer narrative:
(B)(4).

Event description:
The customer reports: "patient was receiving personal care while in bed connected to the haemofiltration machine. The patient needed to be rolled and repositioned, this involved applying a glide sheet underneath patient to aid with mannual handling. Patient was successfully rolled and repositioned and when the nurse was removing the glide sheet, the octopus clamp connected to the distal infusion port on the vascular catheter became tangled up with the glide sheet, this was at the stage the nurse noticed the end connection to the port had come off at the point of untangling.

Event description:
The customer reports: "patient was receiving personal care while in bed connected to the haemofiltration machine. The patient needed to be rolled and repositioned, this involved applying a glide sheet underneath patient to aid with manual handling. Patient was successfully rolled and repositioned and when the nurse was removing the glide sheet, the octopus clamp connected to the distal infusion port on the vascular catheter became tangled up with the glide sheet, this was at the stage the nurse noticed the end connection to the port had come off at the point of untangling.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed with one potential finding identified. Although this finding is potentially relevant to the complaint issue, it cannot be determined if it contributed to the probable cause as the issue could not be confirmed without the sample returned for evaluation. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.